Event description:
While injecting at high pressure, the rotator of the high pressure contrast injection tube was broken off. There was no patient or clinician harm or injury as a result of this event.